Manufacturer narrative:
Please note that device is distributed outside the united states, however, it is similar to the united states product. The target lesion(s) for the procedure were the distal circumflex and the sa node artery. The lesion was reported to be: de novo, moderately calcified, slightly tortuous, and a 90% stenosis. Additional information obtained indicated that the product was inspected prior to use and appeared to be normal. The product was inspected prior to use and no problems were noted. An male patient with a history of chf (associated with poor cardiac function) experienced a dissection and thrombotic event the day of cypher stent implantation. The reason for the patient's admission to the hospital was not reported; but and angiogram revealed lesion in the distal circumflex/pda. This patient's advanced age and history put him at increased risk for mace. The distal circumflex/ pda lesion was described as de novo, 90% occluded, moderately calcified and slightly tortuous. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The lesion was not pre-dilated prior to the introduction of a 3.00 x 18mm cypher stent. According to the IFU, lesions should be pre-dilated prior to the placement of cypher stent. When the sds system was pressurized from 12-16atms, it was noted that the balloon wasn't fully inflated and an area near the proximal balloon seal bulged. In addition, contrast medium jetted out from the bulge that caused a vessel rupture in the distal circumflex. The sds was then retrieved without injury to the patient. The vessel rupture was treated with a perfusion balloon for thirty minutes and the stent was then post-dilated with a non-cordis ptca balloon. These maneuvers were successful and the bleeding was stopped. However, during the use of the perfusion balloon, thrombus was noted embolizing into the peripheral vessels of the circumflex. The patient remained stable through these events and the physician opted to not treat these distal emboli. The patient was later discharged to the ccu in stable condition. The product was returned for evaluation. A visual examination of the sds revealed on outer body burst extending from 3.7-4.8cm proximal to the distal tip of the catheter. Outer ballooning was observed surrounding the burst. Sem analysis of the outer surface of the outer body material revealed no evidence of anomalies that might have initiated the outer body burst. The outer body was found to be within specification. A DHR review of the involved lot number revealed that the product met requirements for product acceptance. This product and lot passed leakage tests performed during the manufacturing process. According to the procedural physicain, the probable cause of the vessel rupture was the jet of contrast medium from the sds shaft. A second physician observing this procedure concurred with this assessment. They also noted that the exacerbation of the patient's chf was related to his pre-procedural treatment with IV fluids. Although the exact cause of the outer body could not be conclusively determined, it appears to be related to the manufacturing process. Please note that this is the initial/final report for this product.

Event description:
The report from the affiliate indicated that during an interventional procedure while deploying a cypher 3.0 x 18 mm stent by direct stenting at twelve (12) atm, it was noted that the balloon was not fully inflated. The report also stated that the proximal section of the stent delivery system (sds) near the proximal balloon seal had bulged. At this time a jet of contrast medium was observed from the bulge that caused a vessel rupture of the distal circumflex. The shaft bulge/distention occurred as the pressure was increased from 12 atm to 16 atm. The sds was retrieved immediately and the cypher stent was post-dilated with a magna 3.0 x 15 mm balloon. The vessel rupture was treated with a perfusion balloon (espirt) for thirty (30) minutes and the bleeding was stopped. During the treatment of the vessel rupture using the perfusion balloon (espirt), a thrombus was generated embolizing a distal vessel. The patient was reported to have been stable and was transported to the coronary care unit (ccu). The procedural physician's comments was that the probable cause of the vessel rupture was due to the contrast medium jetting out from the shaft. Another physician who observed the procedure stated that the shaft bulging and the contrast medium jetting out from the shaft was the cause of the vessel rupture.